Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.